Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of over 600 mg/dl at the time of incident. The customer's current blood glucose was 593 mg/dl. The customer did experience symptoms such as feels heavy, urinating frequently, and feeling pain throughout his body a result of high blood glucose the customer was treated by manual injection and insulin pump. The insulin pump will not be returned for analysis.